Event description:
It was reported the ultrasonic lithotriptor transducer was plugged into the generator and the generator did not recognize the transducer. The issue was found during preparation for use of a therapeutic percutaneous nephrolithotomy stone lithotripsy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic lithotriptor transducer was plugged into the generator and the generator did not recognize the transducer. The issue was found during preparation for use of a therapeutic percutaneous nephrolithotomy stone lithotripsy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: faulty transducer; cause traced to component failure. Olympus will continue to monitor field performance for this device.